Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Externalized conductors were suspected. Diagnostic imaging and a lead revision are anticipated but had not yet been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.